Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device broke inside the patient, 2 of which were not intact when removed. There was no harm to the patient. Healthcare professionals were able to retract the broken pieces. They scrapped it and won't send it in. This is for visibility.

Manufacturer narrative:
At the time of this report, the reported device has not been returned for evaluation. Device history record was reviewed and found no non-conformance. If reported device would be returned for evaluation, a supplemental report would be made to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information was provided to clarify that there was no harm to the patient. There was a visual inspection to confirm no pieces of the device were left inside the patient's body. Furthermore, it was reported that the loop and portion of the distal stem close to the loop fell inside the patient during the middle of the procedure. The use of endoscopic forceps was used to retrieve the broken pieces. 3 electrodes were used in total for the operation. The event is filed under internal karl storz complaint ID: (B)(6).